Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular manufacturing.

Event description:
Ous MDR - it was reported that this right ventricular lead had to be repositioned multiple times during the implantation before a suitable position was found due to high thresholds. Within an hour after the implant procedure, the patient developed a cardiac tamponade due to a perforation, which required the physician to perform an emergency pericardiocentesis. The system was checked later and the lead measurements were found to be within range. The lead remains in service.